Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the manufacture representative said that the patients ins is suspected to be dead because the patient said it hasn¿t worked ¿for a while¿ and it was implanted in 2012. The manufacture representative wanted to know MRI info. Technical services reviewed relevant info for dead batteries. No symptoms reported. No further complications reported. On 2020-04-29 (rep): no new information.